Event description:
The report received from the e-select registry indicated that after the index procedure, the pt was reported to have had a non-q wave myocardial infarction (mi). The pt was reported to be asymptomatic. There were no reported ECG changes. The pt's cardiac enzymes were elevated post-procedure. The adverse event (ae) was reported to be mild in severity and not a serious ae (sae). No intervention was done due to the event. The event was reported to have an unlikely relationship to the study devices/procedure and was no related to another cordis product. The event outcome assessment was complete and the pt's event outcome was reported to be resolved without sequelae.

Manufacturer narrative:
The indication for the index procedure was stable angina and a CT scan. The pt was found to have one-vessel disease and three (3) lesions were treated during the index procedure. Lesion #1-1: the target lesion was the proximal left anterior descending (lad) coronary artery. The lesion was reported to be: de novo, 3.5 mm vessel diameter, 10 mm length, a 60% stenosis, a bifurcation lesion, not ostial/total occlusion, a moderately tortuous proximal segment, irregular, not angled, eccentric, heavily calcified, absent of thrombus, and type b2. Ivus was done pre-stenting. The lesion was pre-dilated with a 2.0 x 20 mm balloon at 12 atm. A cypher select plus 3.5 x 13 mm stent was implanted electively at 12 atm. A suboptimal result was obtained. The stent was post-dilated with a 3.0 x 20 mm balloon at 14 atm due to stent under-expansion. There was no report of any complication or device deviation during the procedure. Lesion #1-2: the target lesion was the mid lad. The lesion was reported to be: de novo, 3.5 mm vessel diameter, 20 mm length, a 75% stenosis, a bifurcation lesion, not ostial/total occlusion, a moderately tortuous proximal segment, irregular, not angled, eccentric, heavily, calcified, absent of thrombus, and type b2. Ivus was done pre-stenting. The lesion was pre-dilated with a 2.0 x 20 mm balloon at 12 atm. A cypher select plus 3.5 x 13 mm stent was implanted electively at 12 atm. A suboptimal result was obtained. The stent was post-dilated with a 3.0 x 20 mm balloon at 14 atm due to stent under-expansion. There was no report of any complication or device deviation during the procedure. Lesion #1-3: the target lesion was the distal lad. The lesion was reported to be: de novo, 3.5 mm vessel diameter, 20 mm length, a 90% stenosis, not a bifurcation lesion, not ostial/total occlusion, a moderately tortuous proximal segment, irregular, not angled, eccentric, heavily calcified, absent of thrombus, and type b2. Ivus was done pre-stenting. The lesion was pre-dilated with a 2.0 x 20 mm balloon at 12 atm. A cypher select plus 3.5 x 13 mm stent was implanted electively at 12 atm. A satisfactory result was obtained. The stent was not post-dilated. There was no report of any complication or device deviation during the procedure. All three (3) stents implanted during the procedure were implanted in overlapping fashion. The pt was discharged the day after the procedure. Please note that device (lot# 13262094) is distributed outside the united states, however, it is similar to the united states product. The products are not available for eval and testing. Add'l info will be submitted within 30 days upon receipt. This is one of three products used during the same procedure. Please reference MFR. Report# 9616099-2007-02326, and 02327.